Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 450 mg/dl. Customer did not treat for their blood glucose at the time of the call. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. Customer's blood glucose declined to 80 mg/dl at the end of the call. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.